Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator had a navigation ring issue, and that the selection button does not work anymore. The issue was found during preventative maintenance, and no patient involvement was reported. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a navigation ring issue, and that the selection button does not work anymore. A quote was sent to the customer for a front panel replacement. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. A front bezel was shipped to the customer; however, the quote provided to the customer for onsite service expired. No further actions were performed by philips, and the case was closed. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.